Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be ripping/ leaking at the neck of the port. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information isavailable.